Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower esophagus during a banding procedure for varices performed on (B)(6) 2025. During the procedure, it was noticed that the first band was successfully deployed onto the varix. However, the second band would not deploy despite multiple attempts. The physician repeatedly turned the deployment wheel; however, it did not release the band. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.